Event description:
A report was received that the patient will undergo ipg replacement due to difficulty charging ipg. X-ray confirmed ipg had tilted. The ipg will be replaced because it is quite old and is not holding its charge anymore.

Event description:
A report was received that the patient will undergo ipg replacement due to difficulty charging ipg. X-ray confirmed ipg had tilted. The ipg will be replaced because it is quite old and is not holding its charge anymore.

Manufacturer narrative:
Additional information was received that the patient underwent battery replacement and was doing well following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.